Event description:
The peroneal artery of the left leg was treated with an amphirion deep pta balloon catheter. A false aneurysm was reported to have occurred 3 days post index procedure. Surgery was required. The relationship between the false aneurysm event and the device is reported as unlikely, however the event was deemed to be highly probably related to the study procedure. The patient is reported to be recovered and no other clinical sequelae were reported.

Event description:
It was reported that the previously reported revascularization of the anterior tibial artery performed approximately 2 year post index procedure was carried out using one amphirion deep pta balloon catheter and one in.pact amphirion pta balloon catheter. It was reported that the previously reported dissection occurred during revascularization of the anterior tibial artery. It was reported that approximately 25 months post the index procedure, amputation of left digit 5 was carried out due to necrosis. The investigator indicated that the event was not related to the study device and procedure. It was reported that patient underwent revascularization of the anterior tibial artery approximately 25 months post index procedure. The investigator indicated that both the events were not related to the study device and procedure.

Manufacturer narrative:
(B)(4). Inherent risk of the procedure (hematoma).

Event description:
Approximately 2 years post procedure patient underwent non target vessel revascularization of the anterior tibial artery and popliteal artery. Approximately 2 years post procedure, patient underwent target vessel revascularization of the anterior tibial artery due to stenosis and occlusion. Patient was treated with an in.pact amphirion device and a non-medtronic drug eluting stent. Patient also underwent non target vessel revascularization of the popliteal artery and was treated with a non-medtronic balloon. Patient outcome is reported as recovered. A dissection after vessel rupture was reported on the same date. The investigator indicated that the dissection event was not related to the study device. A dissection after vessel rupture was reported on the same date. The investigator indicated that the dissection event was not related to the study device.

Event description:
It has been confirmed that two amphirion deep pta balloon catheters were used to treat the occlusion and high grade stenosis in the left anterior tibial artery approximately 23 months post index procedure, not an in.pact amphirion paclitaxel-eluting balloon catheter and an amphirion deep pta balloon as previously reported.